Event description:
The end user sat in the wheelchair that was not fully open. Her finger was caught between the seat tube and the seat cradle when she sat down. The tip of one finger was amputated as her son yanked on her arm.

Manufacturer narrative:
The end user sat down on the wheelchair when it was not fully open. She placed her fingers around the seat tubes. As the chair finished opening, her finger was caught. Her son, pulled on her arm. When he did, the tip of her right pinky finger was severed. The sample has not been returned for evaluation. No photos have been sent of the device. No other information has been made available. Without the actual sample to evaluate, a root cause cannot be determined. The owner's manual has a warning statement indicating that the wheelchair must be completely open before sitting in it. It also says to confirm that the seat tube is completely resting in the seat cradles and to avoid pinch points between seat tubing and seat cradles. Based on the information provided thus far, it appears the incident was caused by misuse. Due to the reported injury, this MDR is being filed.